Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI is unknown. No product information has been provided to date. 510k is unknown. No information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions without its original packaging. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, it was found that the tube had a cut. During the functional testing using the leak test, it was found the tube leaked. A corrective and preventative action has been opened to determine the root cause of this issue. Production personnel was notified as an awareness of the failure mode reported by the customer.

Event description:
It was reported that immediately after opening the package, the customer found a crack in the corrugated tube. No patient injury was reported.